Event description:
Customer is a fire chief calling about using the precision xtra meter on one of the paramedic trucks. Customer reports using the meter to take a pt's glucose reading. The result was reported to be "high" and as a result, they did not administer treatment to the pt. Pt was rushed to the hosp where a reading was taken and was found to be really low. Pt was given something to raise his glucose level and the pt then regained consciousness. Customer states that treatment could have been provided to the pt immediately, had they received an accurate result from the meter, but was delayed until arriving at the hosp.